Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for non-malignant pain. The pump contained an unknown brand of morphine and bupivacaine, both with a concentration of 10 mg/ml at a dose of 1.208 mg/day. It was reported an empty pump alarm started occurring on (B)(6) 2017 at 05:44. The representative had access to a clinician programmer. The representative stated it would take a few days before they could fill the pump because the hcp still had to order the drug. No patient symptoms were reported. The representative was called in on (B)(6) 2017 to check the pump, but the representative didn't know the pump was empty until the day of report when she read the logs. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp via the representative reported they were told the patient missed a refill appointment. A representative was asked to go to the assisted living care facility where the patient resided to interrogate the pump and retrieve the logs. Technical services was consulted regarding the options for the patient prior to contacting the managing hcp. The information was relayed to the managing hcp. The representative as unaware if the situation had been fully resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp via the representative reported the actions and interventions occurred on (B)(6)2017 as previously described. The representative was not aware of the patient¿s weight at the time of the event.